Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that within associated patient files, oversensing was identified during a stored episode on (B)(6) 2013. The physician was not able to reproduce the oversensing with provocation. Three other episodes of noise were indicated between (B)(6) 2013.